Event description:
The titanium 'blade' of harmonic scalpel broke off while being used and became embedded in fibroid tissue to be extracted from patient. After morcellation and removal of fibroid tissue, the surgeon was unable to visually locate the harmonic tip. An intraoperative x-ray was obtained and identified 2cm piece in patient¿s left lower quadrant, which was then retrieved laparoscopically.